Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump had alarmed a compromised force sensor system. Insulin squirted out during the manual prime process. They were unable to exit the preparing to prime loop. Troubleshooting was performed. The device was dropped prior to the alarm. The drive support cap appeared to be normal. The customer¿s blood glucose level was unknown. The device will be returned for analysis.